Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent in for review. Low power advisories were noted while the patient was connected to the power module. Tech services noted that this might have been a short to shield scenario reported back in march (MFR # 2916596-2024-01480) of this year. It was later reported that the low power advisories may have been due to a short to shield scenario. The patient was put back on the 14v batteries and planned to use the ungrounded cable in clinic. No equipment was exchanged.

Manufacturer narrative:
B5 - event description - correction. H6 - medical device problem code - correction. Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low speed events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The two submitted log files contained overlapping events spanning from (B)(6) 2024 through (B)(6) 2024, per the timestamps. Of note, the data logger was turned on to record data every hour. Low speed events were captured on (B)(6) 2024 from 10:51:19 through 10:51:59 while the system was connected to the power module, with speed reductions as low as 4300 rpm. Low speed operation flags were active during this time. The abnormal pump operation appeared to be consistent with potential driveline wire compromise. No other notable events or alarms were captured. The patient remains ongoing on lvas support with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: it was reported that the patient's log files were sent in for review. Low speed advisories were noted while the patient was connected to the power module. Tech services noted that this might have been a short to shield scenario reported back in march (MFR # 2916596-2024-01480) of this year. It was later reported that the low speed advisories may have been due to a short to shield scenario. The patient was put back on the 14v batteries and planned to use the ungrounded cable in clinic. No equipment was exchanged.

Event description:
The patient was on a grounded patient cable during the low speed events and they did not experience any symptoms as a result of the events. The patient planned to continue on vad support.

Manufacturer narrative:
Section b5 - updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.